Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-003315; reference MFR. Report#: 1627487-003312; reference MFR. Report#: 1627487-003314 . Follow-up information revealed the patient's infection was resolving. No other interventions have been planned.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-003315, reference MFR. Report#: 1627487-003312, reference MFR. Report#: 1627487-003314. It was reported the patient has an infection at the right supra-orbital lead site. It is unknown when the infection first started. The patient was prescribed antibiotics and the infection will be monitored. Follow-up information revealed the patient has completed the antibiotics and will meet with a surgeon as the next course of action.